Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing while the patient was traveling abroad. The patient's following clinic suggested they have device therapy programmed off prior to their return flight home the next day. The patient presented to a local facility at which their device was reprogrammed as suggested. The patient was then seen in clinic upon their return home. Interrogation noted numerous stored episodes of noise with some instances treated inappropriately with anti-tachycardia pacing (atp). All tachycardia therapy was disabled pending a lead revision procedure. Information was later received indicating a revision procedure was performed wherein the chronic rv lead was surgically abandoned and replaced. No adverse patient effects were reported.